Event description:
A malfunction alarm was reported, identified as malfunction code 1, which could not be reset. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.